Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within spec.

Manufacturer narrative:
The post market surveillance department has requested the patient's medical records, but they have not yet been received. A supplemental medwatch report will be submitted upon completion of the devices MFR's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient caregiver called technical support regarding drain complication alarms & the presence of fibrin in the patient line. Upon follow up w/the patient's pd nurse, she confirmed the patient developed touch contamination peritonitis as evidenced by cloudy effluent. The effluent culture results were unavailable. The patient is currently taking antibiotics (vancomycin 2gm, ceftazidime 2gm) and is in stable condition. The patient's medical records were requested.